Event description:
A customer reported receiving a minimum fill notification on their insulin pump. Although the customer¿s blood glucose level was noted as "high," the specific value was unknown. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Tandem technical support instructed the customer to clean the pump's pneumatic tap area and attempt to reload a new cartridge. After following the guided filling and loading instructions for a new cartridge, the issue was resolved, allowing the customer to successfully resume insulin therapy.